Event description:
After 15 months of use, this pt received no apparent functional benefit from the device. Based on the results of follow up radilogical studies, it was hypothesized that the pt's 8th cranial nerve was either missing or underdeveloped (i.e. Congenital anomaly), and the device was surgically explanted in 2004.